Event description:
During an in clinic follow-up, the device was interrogated via bluetooth (ble) telemetry and and error message was observed. Following the error message the device was not able to be interrogated with ble. However, the device was able to be interrogated using inductive telemetry. No intervention has been performed at this time. The patient was in stable condition.